Event description:
The account noticed the architect ipth results were running high compared to a reference laboratory using eclusys method. No additional patient information was provided. The elevated architect ipth results were not reported outside of the laboratory. No impact to patient management was reported. Specimen (B)(6) (female): architect ipth = 104 pg/ml; eclusys method = 66 (no unit of measurement provided).

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). During a review of quality records, an increase in complaints related to the issue observed at the customer facility was identified. As a result, we the investigation team evaluated ten replicates of each level of abbott controls (i.e., low, medium, and high) using both the routine and stat modes on three architect instruments with inhouse material of lots 00210l000 and 02110g000. All of the abbott control values were found to be acceptable per the abbott architect intact pth controls package insert. Therefore, it is determined that the product is performing as expected.